Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. According to the patient, on (B)(6) 2025, they developed redness and an infection at the sensor site. The patient had pain and an itching sensation in the area. It was unspecified whether the symptoms first appeared at the needle puncture site or beneath the sensor patch. The patient disinfected the site with peroxide and applied colloidal silver and over the counter neosporin ointment. The patient consulted a physician via video call who observed signs of cellulitis and prescribed a course or oral antibiotic (bactrim, unspecified dosage). At the time of the report, the pain decreased, and a black scab formed in the middle of the area and was starting to heal. No photo was provided. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.